Event description:
The device was used during a laparoscopic nissen fundoplication. The hp050 was not providing adequate coagulation to tissue. A flat line sound was emitted with the test tip. Coagulation was achieved with bovie and cautery. Serial numbers hee0115-21, hee0115-22. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: no problem found with the hand piece. Visual inspections & results: damage to electrical connector; no. External physical damage; no. Functional tests & results: capacitance out of specification; no. Frequency out of specification; no. Impedance out of specification; no. Pin resistance out of specification; no. Power level/motion requirements; no. Analysis conclusion: based on the inquiry info received, the visual and functional testing, the handpieces were found to be conforming. The devices were received in good physical condition and tested and met specification requirements. No conclusion could be reached as to what may have caused the reported incident.